Event description:
We were gaining groin access for a peripheral angio case. We used a micropuncture set. When the introducer sheath was placed inside the femoral artery, the doctor had a hard time getting it in due to scar tissue from previous surgeries. Then when removing it, part of it sheared off and remained in the artery, over a wire. Dr. [Redacted name] immediately stopped, held pressure at the site and we asked that the tech in charge contact the vascular surgeon on call. We used tegaderm to secure the wire in place and sent the patient to the or for intervention.